Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a blank display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened and the display was found to be cracked. The blank display was due to a cracked display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.